Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 0.5 mg/ml 0.03976 mg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The patient¿s spine was degenerating. The date of the event was (B)(6) 2013. It was reported the patient experienced a sudden change in therapy/symptoms. The patient fell (B)(6) 2016 and wedged the pump up into the rib cage and bruised her ribs. Since the fall the patient had not been feeling well and had been very nauseous. The patient felt the pump was running at a different level or off kilter. The patient had been having issues with the pump getting wedged under the ribs and it had gradually been getting worse. The pump had been getting stuck between the hip bone and the rib cage on the right side. When the patient was sitting on the floor and the pump became wedged, the patient was not able to turn over or get up and ended up screaming. The pump was floating and the patient was told by the doctor that there was nothing they can do about the pump placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.